Event description:
Material#: mp5303-c, batch#: 24069144, 24079468 and 24089025. It was reported by customer that bd needless connector product not working as designed and popping off of the syringes/not staying secure. Item: 0723mp5303c, lot: 24069144, 24079468 and 24089025. Incident details: bd needless connector product not working as designed and popping off of the syringes/not staying secure.

Manufacturer narrative:
The customer reported disconnection issues on mp5303-c and returned one sample. Upon initial visual examination, the set had no defects or abnormalities. The set was then set up with a bd 10 ml syringe and tested for leakage and connection issues, but none were found. The complaint could not be verified. The possible root cause for the issue is training to the new sets, and the clinical team was notified.

Manufacturer narrative:
Multiple batch numbers - 24069144, 24079468 and 24069025. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that bd needless connector product not working as designed and popping off of the syringes/not staying secure.